Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that by the customer that their insulin pump alarmed while priming. Cusomer's blood glucose level at the time 202mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump was not able to prime during the prime test due to a faulty force sensor. No alarm for a loose drive support disk was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker.